Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on endoscopic position detecting unit (upd) board unit, upd image temporarily disappears and due to corrosion on plug unit, e226 (scope communication error) occurs also cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a scope communication error (e226) and endoscopic position detecting unit (upd) image temporarily disappears. There was no patient involvement.